Event description:
It was reported that before the procedure, the 3.5x15mm rx nc trek balloon dilatation catheter (bdc) protective sheath was noted to be sticky and hard to remove. The stylet was removed without incident. The device was not used and there was no patient involvement. A non-abbott device was used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Assessment of this issue per site operating procedures was performed, corrective and preventive actions have been implemented per quality system protocol.